Manufacturer narrative:
It has been communicated by the customer, that the device will be returned to greatbatch medical for evaluation. Once greatbatch receives the device an investigation will be performed and a supplemental medwatch 3500a form will be submitted.

Event description:
During an unknown patient procedure the surgeon reported that the reamers are dull and had to use excessive pressure to get reamer to ream the bone. No injury or delay to procedure reported.